Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip and minor deep scratched display window.

Event description:
It was reported the customer was experiencing high blood glucose. The customer reported their blood glucose would range from 400 mg/dl to 500 mg/dl. Customer also believed their insulin pump was malfunctioning. It was also reported the customer's insulin pump's screen was severly scratched, making it difficult for them to read. The customer declined to troubleshoot for their high blood glucose and requested to have their insulin pump replaced. The customer stated their blood glucose rose to 600 mg/dl earlier in the morning. Customer had treated with a bolus delivery and their blood glucose declined to 164 mg/dl. No additional information provided.